Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# unknown, explanted: (B)(6) 2017, product type: lead. Product ID: 309510, lot# unknown, explanted: (B)(6) 2017, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an infection that occurred during normal use. The hcp noted an infected lead, loss of stimulation, and possible fluid ingress in the implanted components. The consumer had a fall post-implant (which was (B)(6) 2016). The consumer had a longstanding sns void dysfunction, 18.9 years, their first device was replaced in (B)(6) 2016 due to end of life (eol). Normal impedance and sensory awareness as previous system. The hcp noted ¿3/52¿ later report no benefit, open circuit on one electrode of program in use with high stimulation threshold on others, but normal impedance. No report of infection or site discomfort. The consumer also had ms and had a bad fall since the device replacement. The hcp noted telephone follow up ¿2/52¿ later, no benefit sensation over device site. The hcp hypothesis: cover boot cracked during replacement (1 0cm extension lead), fluid within pocket acts on connections; or fall cracks boot, fluid ingress, then loss of electrical integrity and thus sensation over device site (tined lead/extension connector normally behind device). Noted that pus/discoloration tracked down tined lead, thus the system was explanted. The plan was ¿opd¿ review in ¿2/12¿ for review to repeat implant (consumer had ms, blind, and husband did isc). The consumer was on high stimulation levels before, thus used old style to avoid frequent device changes. The issue was noted as resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# b0951196k, explanted: (B)(6) 2017, product type: lead. Product ID: 3095-10, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.